Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and identified that the manifold rack had been improperly placed in the unit by the user facility. As the rack was improperly placed this allowed the sliding water inlet, a component at the top of the spray arm assembly that comes into contact with the rack during normal operation, to come off. This caused water to spray out the top of the spray arm assembly causing water to spray directly at the washer's door and causing the reported event. The technician re-secured the sliding water inlet, tested the unit, and confirmed the washer to be operating according to specification. The technician counseled user facility personnel on the proper manifold rack loading techniques. No additional issues have been reported.

Event description:
The user facility reported that the reliance 444 washer was leaking water onto the floor. No report of injury.